Manufacturer narrative:
Philips service replaced the os hard disk and reinstalled the software, restoring the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that application software delay due to os hard disk failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.